Event description:
It was reported that during the implant procedure the leads would not advance. It was noted that the patient was under general anesthesia and the procedure was cancelled.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7120050.